Manufacturer narrative:
The consumer reported that the patient had a tooth type of 2, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, primary stability & osseointegration was achieved.

Event description:
The consumer reported that the patient had a tooth type of 2, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, primary stability & osseointegration was achieved.